Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that the patient experienced a stroke and needed an MRI. There were no reports of device-related issues from the patient prior to the incident. Nevro attempted to obtain a medical assessment from a healthcare professional but no additional information was available.